Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') and endometrial ablation ('ablation') in a 31-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6) 2016 and essure removed and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. On 6-jul-2020: plaintiff information form received. Patient date of birth was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation'), menorrhagia ('menorrhagia') and embedded device ('endometrial cavity is with a embedded gray metallic coli within the scarred area') in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The patient's medical history included menorrhagia, abdominal pain, pelvic pain and adenomyosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hydrothermoablation/endometrial ablation and laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and menorrhagia outcome was unknown. The reporter considered embedded device, menorrhagia and perforation to be related to essure. Batch no c26970 production date 2014-03-01 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation'), menorrhagia ('menorrhagia') and embedded device ('endometrial cavity is with a embedded gray metallic coli within the scarred area') in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The patient's medical history included menorrhagia, abdominal pain, pelvic pain and adenomyosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hydrothermoablation/endometrial ablation and laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and menorrhagia outcome was unknown. The reporter considered embedded device, menorrhagia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : lot number, reporter and medical history added. Event of ablation updated to menorrhagia and ablation added as a treatment for menorrhagia. Event of endometrial cavity is with a embedded gray metallic coli within the scarred area added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation on (B)(6) 2016 and essure removed and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Case became valid and serious incident. Previously reported event injury was updated with migration/ perforation and new event of ablation was added. Device removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.